Event description:
The pt presented with an aneurysm in the left popliteal artery. A gore viabahn endoprosthesis was advanced through a 7 fr introducer sheath from the left side. It was reported to gore that when device deployment was initiated after 1.5 cm the medical device deployment stopped. The gore viabahn endoprosthesis was moved proximally but further deployment failed. It was attempted to remove the endoprosthesis interjectionally through the sheath but failed due to the deployed part of the viabahn. The device surgically removed. No further treatment was performed.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.